Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel because I constantly itch throughout the day') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), arthralgia ("all kinds of pain and aches with my legs and knees"), pain in extremity ("all kinds of pain and aches with my legs and knees") and pruritus allergic ("allergic to nickel because I constantly itch throughout the day"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the allergy to metals, arthralgia, pain in extremity and pruritus allergic had not resolved. The reporter considered allergy to metals, arthralgia, pain in extremity and pruritus allergic to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel because I constantly itch throughout the day') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), arthralgia ("all kinds of pain and aches with my legs and knees"), pain in extremity ("all kinds of pain and aches with my legs and knees") and pruritus allergic ("allergic to nickel because I constantly itch throughout the day"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the allergy to metals, arthralgia, pain in extremity and pruritus allergic had not resolved. The reporter considered allergy to metals, arthralgia, pain in extremity and pruritus allergic to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: case upgraded to incident. Removal details added. Insertion date, and dob added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.